Event description:
The user initially called animas alleging that the prime volume was large and that the load step was not working. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. The pump history revealed large prime volumes. The pump was rewound, loaded, and primed with no failures occurring. Unrelated to the force sensor issue contamination was found under keypad button contacts however the buttons activated desired pump functions when pressed.